Manufacturer narrative:
Product analysis: a graphic user interface (gui) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and functionality testing was performed, no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during patient use, the 840 ventilator generated an intermittent alert which rendered the ventilator inoperable. The patient was transferred to an alternate ventilator with no harm. The service engineer inspected the device and found communication port connectors with missing hardware and a pin degraded in com 3 port. The graphical user interface (gui) printed circuit board (pcb) and the backlight inverter pcb were replaced. The ventilator passed all test.